Event description:
The customer reported that there was a "low ma" error on the mainframe console after fluoro. The procedure was completed with no injury to the pt.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep regreased the anode and cathode leads to x-ray tube and high voltage tank. He completed a filament calibration and verified the battery pack voltage in film mode at 75kv and 200mas. He tested the fluoro/hlf, verified no errors. The system is operating as intended.